Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose of 325 mg/dl while using the infusion sets. Her normal blood glucose range is 89-140 mg/dl. She stated when she removed the headset, the cannula was bent in a "z" shape. The headset had been in use for 5 hours. She changed the infusion set and bolused to lower her blood glucose. The headset had been inserted manually. The pt did not require treatment from the health care professional or second party to address the issue. Replacement product was sent to the pt. No product will be returned for evaluation.